Manufacturer narrative:
(B)(4): the customer advised physio-control that this modem cable was shorted internally, which caused the reported loss of power. The customer stated that they have replaced the modem, which includes the data cable and has been using the device since with no issues reported. Neither the device or the modem was returned to physio-control for evaluation.

Event description:
The customer reported that their device lost power on its own. The customer indicated that an external modem was connected to the device at the time of the reported issue. The customer also stated that the modem cable which connects the device and the modem had a short which likely led to the reported loss of power. There was no patient use associated.